Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that they experienced high blood glucose level. Customer¿s blood glucose level was 400 mg/dl. Customer reported that the insulin pump was damaged at the bottom. Customer reported that the drive support cap was damage and it was sticking out. Customer was advice to treat as per their health care professional¿s advice. Customer was advised to discontinue the use of insulin pump and revert to back up plan. The insulin pump will be returned for analysis.